Event description:
The customer reported that he was admitted to the hospital with chest pain and a blood glucose level of 730 mg/dl. The customer reported that he was treated with insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.